Event description:
On (B)(6) 2025, a patient underwent computed tomography guided lung biopsy procedure through normal tissue density by using mission kit. It was reported that during the procedure the blunt trocar allegedly separated from the needle hub. The coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one mission disposable core biopsy kit received. Upon visual evaluation, the mission disposable core biopsy kit was received without protective tubing. The mission disposable core biopsy instrument appeared to be clean. However, the compatible coaxial appeared to have residue on the distal tip of the stylet. It was observed that the trocar stylet was received detached from the compatible coaxial. The mission disposable core biopsy instrument was returned in initial configuration with the cannula at the 00 mm position. Due to the condition of the sample, no functional testing was performed. Therefore, the investigation is confirmed for the reported detachment of device or device components as the detachment of stylet hub from the needle. A definitive root cause for the reported detachment of the device was traced to manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent computed tomography guided lung biopsy procedure through normal tissue density by using mission kit. It was reported that during the procedure the blunt trocar allegedly separated from the needle hub. The coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.